Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt this lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to a lead fracture issue observed during a recent implant procedure. The lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were normal; however, the helix would not extend and the stylet was unable to be inserted when force was applied. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the connector tool was returned on lead and not seated properly with the fixation knob open. Suture sleeve marks were found on the proximal end of the proximal spring electrode and the conductor coil was stretched. In addition, there was a cut in the insulation through to the proximal lumen near the terminal pin, under the stretched coils at the proximal end of the lead. Blood and body fluid were noted in the proximal and helix housing due to the cut insulation and the lead body was slightly curled and bunched in several places. In conclusion, it was found that during the implant of lead 0695-103280, it was believed that the conductors were damaged after manipulation of the lead; which was confirmed by visual inspection. The device was archived at boston scientific.